Event description:
It was reported on (B)(6) 2022, a 34mm sjm rigid saddle ring was selected for implant. During implant procedure, bleeding at the left atrial appendage (laa) was noted due to the aortic clamp or manipulation intra atrial. An atriclip was implanted in laa. The patient was reported to be in stable condition and was discharged to referring hospital on (B)(6) 2022. (B)(4).

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
An event of bleeding at the left atrial appendage following the implantation of a rigid saddle ring was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.